Event description:
It was reported that patient presented to the clinic for a device upgrade. Dfts were performed. The first shock was aborted, however, the second shock was successful. Low, out of range high voltage lead impedance was observed. It was suspected that the lead was damaged during the device implant procedure. The svc vector was programmed off and a week later, the lead was capped and replaced. Patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.